Event description:
An initial event notification was received by united therapeutics drug safety on 06-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 07-aug-2025. According to the notification from accredo, the patient reported feeling anxious after being hospitalized due to issues with the remunity pumps and admitted to not calling about past issues at the time of occurrence. The patient reported that on (B)(6) 2025, remunity pump (B)(6) persistently alarmed with cassette depleted, cassette problem, occlusion, pump battery low, and adjust pump alarms. The patient stated that remodulin had leaked into the pump from cassette (B)(6), making it difficult to remove. The patient successfully transitioned to their backup pump without issue. The patient later communicated that their remote showed as searching. No further information about the patient's hospitalization or if it was related to this reported event has been made available to millyard advanced medical products, llc. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), confirmed pump failure and cassette problem alarms on (B)(6) 2025. Fluid residue was found on the pump and torque values were elevated, consistent with the report of a cassette leak and difficulty removing a cassette. During investigation, a test delivery was run without issue. Pump (B)(6) was disassembled for further investigation, and evidence of additional fluid ingress was observed which has previously been known to cause the alarms confirmed in the remote logs, as well as the alarms reported by the patient. The returned system functioned within specification as it alarmed accurately and entered a failsafe state. No cassettes were returned for investigation.